Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Further information confirmed low out of range pace impedance measurements on the right ventricular (rv) lead. The involved lead is a non-boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.